Event description:
A biomed reported a n290 pulse oximeter did not provide any audio. There was no pt involved.

Manufacturer narrative:
Covidien has requested the n290 pulse oximeter be returned for failure investigation. The biomed will not be returning the device as he has thrown away the speaker, and has ordered a replacement speaker to perform the upgrade installation himself.